Manufacturer narrative:
Additional information received and it was noted that the purge cassette is not available, as it was discarded per hospital policy. The pump will be returned; a return kit has been requested, and arrangements are in progress for its return. Related report numbers: this is one of two device reports associated with the event. Refer to section h10 for the related report number(s).

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a placement signal not reliable alarm when the patient moved. An echocardiogram confirmed the pump was in the proper position. The alarm was disabled. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation was completed and no device was returned. Investigation summary failure to detect purge cassette, pump or catheter: since the incorrect purge cassette was returned for investigation, the cause of the failure to detect purge cassette could not be determined.